Manufacturer narrative:
Insulin pump was received with a64 error alarm during self test due to faulty radio frequency board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call a recurring self test failed alarm on the insulin pump. Trouble shooting occurred but issue remains unsolved. Blood glucose level at the time of the incident was 300mg/dl which they reported as high. No symptoms shown but patient was admitted to the hospital due to "hormone" issues. Patient was wearing pump within 48 hours of the hospitalization. Product will be returned and a replacement insulin pump will be shipped to customer.